Event description:
Needle pull off. Customer reports control release needles are releasing prematurely. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur. Ethicon inc's internal control number is: 9700504-00.